Event description:
It was reported that the customer received an excessive no delivery alarm from his insulin pump. The customer's blood glucose level was 80 mg/dl. The customer stated the alarm occurred after he changed the insulin pump's battery. Standard troubleshooting was performed. It was discovered that the insulin pump experienced an unexpected restart. The customer also noted that the insulin pump had cracks around the battery compartment. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).